Event description:
A (B)(6), male, pt, contacted zoll lifecor customer support to report that his batteries will not hold a charge. The pt reported that they seem to charge normally on the charger, but after the light turns green and he puts them in the charger, they are not showing all the way full, and they run down quickly. The pt's suspect battery packs and charger were replaced.

Manufacturer narrative:
Device manufacture date: battery pack (B)(4) - 07/2009, battery pack (B)(4) - 07/2009, charger -(B)(4) - 06/2006. Device eval summary: device evals of battery pack (B)(4) and (B)(4) and charger -(B)(4) have been completed. The reported problem was confirmed. (B)(4) - the cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the pca. The root cause of the broken wire has not been determined, but may have been caused by a severe shock from dropping the pack. (B)(4) - this battery pack was fully functional. The battery charged properly to full charge. (B)(4): this charger was fully functional and properly charged batteries to full capacity. No adverse event resulted from the defective battery pack. The pt received 2 replacement battery packs and a charger.